Manufacturer narrative:
(B)(4).

Event description:
It was reported this event occurred in the dialysis department. The insertion site was the jugular vein. The catheter was in place for 6 months. During a dialysis treatment, the machine alarmed. The physician found that there was a crack in the luer connector. As a result, a new catheter was placed successfully. There was no reported delay in treatment, patient injury, complications, or death.